Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site and the reported issue was confirmed. Fss checked and found the problem to be the hard drive; therefore, he replaced the hard drive. Fss checked several packs and did not find any issues. Fss also checked the footpedal and found it to be faulty, so he replaced the footpedal with a new one with serial number (B)(4). Fss performed the field service checklist, which the system passed the functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the system had error 2012 (instrument host timeout error) and some pack loading errors. Customer suspected hard drive issue. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
Mfg date: correction: in initial report, the device manufacture date provided was incorrect. The correct date of manufacture is 12/17/2008 and is included in this follow up report. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.